Manufacturer narrative:
Result of investigation: a vyaire service tech was unable to verify the reported problems. Connected a known good ac (alternating current) adapter, patient circuit, and vt plus flow analyzer. Powered the unit on with the customer's settings. Passed 100.4 hours of extended testing. The unit was reading a vte (end-tidal volume) of 568ml and the vt (tidal volume) plus was reading 585.7ml. Passed the initial final test and the initial alarm volume test. Found safety valve high pressure relief alarms in the event trace. Connected a known good ac (alternating current) adapter and patient circuit. Powered the unit on with the customer's settings. Passed 100.4 hours of extended testing. Passed the initial final test and the initial alarm volume test.

Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator was failing due to low tidal volume expiratory and safety valve high pressure relief alarm errors. At this time, patient involvement is unknown with the reported event.